Event description:
It was reported that the device was approaching elective replacement indicator and had sensing difficulties. The device was explanted and replaced. It was also reported that the ventricular lead had undersensing. The lead was capped and partially removed. A new ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B)(4) lead model is included in a field advisory. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis results revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay melted, the outer insulation had a cosmetic depression and there was apparent explant damage.